Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/07/2016 with the following findings: there was no evidence of any loss of prime issues observed in the black box history. The pump¿s ¿ez-prime¿ steps were performed correctly. There were no errors, alarms or warnings which occurred during the investigation. The force sensor calibration passed within specification. The product performed within specification therefore the investigation was unable to duplicate the initial ¿loss of prime¿ complaint. (B)(4).